Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt has been having blackouts. He stated that he had experienced blackouts prior to his implant date, but he alleged that they have been more frequent since he was implanted. Follow up on the pt found that he had an echocardiogram and CT scan and no anomalies were found. He stated that he went to an ophthalmologist who was unable to find anything wrong. The pt reported that his physician does not think the issue is related to his scs system. The pt plans to visit another neurologist for a second opinion. No further info is available at this time.